Manufacturer narrative:
(B)(4). (B)(6). The sample was not available for evaluation. However, the customer provided a photograph of the sample. The photo showed that the tube was not inserted into the roller clamp. The cause was determined to be the machine used in manufacturing did not assemble the set correctly. A camera was installed on the machine and the machine was re-qualified. The camera is checked at the start of each batch. A batch file review was performed and did not reveal any issues related to this complaint. If additional relevant information is received, then a follow up report will be submitted.

Event description:
It was reported that a flogard IV solution administration set¿s ¿roller clamp was not fix[ed] to [the] tubing¿. This malfunction was identified prior to use of the device. There was no patient involvement. No additional information is available.